Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Analyst commented, auto lead diagnostic shows atrial lead impedance varying or immeasurable from (B)(6) 2014. Avg atrial impedance then gradually increased from 477 ohms on (B)(6) 2014 to 1007 ohms on (B)(6) 2014. Ventricular impedance remained normal throughout record.

Event description:
It was reported that the atrial lead exhibited high impedance with a suspected fracture. The atrial lead remained in use. Approximately two months later the patient was brought back for surgical review of the system. During the procedure, it was observed that despite being in place, the atrial electrode was easily out of the connector. The noted impedance issue was therefore attributed to the connection problem. After reconnecting the atrial lead, the threshold was 0.3 v and the detection was 6mv with normal impedances. The physician tried to place the pacemaker deeper and, after the atrial lead dislodged. The atrial lead was re-positioned and finally in a good location and with good electrical parameters. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.